Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keypad is not working. The customer's blood glucose at the time was 92mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer declined to replace and return the device at this time.